Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position. At the end of the balloon inflation and valve deployment, the balloon on the commander "broke." The valve was in good position and showed trace pvl and a 5mmhg gradient via tte. Upon removal of the commander, the physician had to do a lot of manipulation to get the balloon inside the sheath for removal. The descending aorta was also tortuous. The physician did get the balloon inside the sheath and removed the sheath and the commander as one unit. Upon removing the unit, the sheath on the outside of the patient bent and the balloon shaft was protruding out of the split of the sheath. The unit was removed and perclose was secured. They took an angio post perclose and the flow was very slow and a dissection flap was noticed. The physician was able to pass a wire past the affected problem in the right groin and balloon a couple times to open the vessel. Good brisk flow was noted and the patient was taken to recovery in stable condition. As per follow-up with the fcs, the balloon that "broke" was clarified as a balloon burst and no pieces were left in the patient. The sheath split was clarified as "outside the patient." The sheath bent after the sheath exited the patient. The sheath was not inserted at a steep angle. The withdrawal difficulty occurred when the device was inside the distal portion of the sheath tip. Coaxial alignment did not occur perfectly during removal of the commander ds. There was no crossing difficulty and no retained volume in the balloon. As reported via voluntary medwatch, "during a tavr, (transaortic valve replacement) was being deployed into the aortic valve, at optimal inflation, the balloon rupture occurred during deployment of the valve. The valve was deployed successfully. Since the balloon was ruptured, there was difficulty removing the delivery system through the sheath. The sheath and the edwards delivery system had to be removed simultaneously. There were minor complications at the insertion site which were resolved with percutaneous transluminal angiogram (pta) of the right common femoral artery. The patient was subsequently transferred to the pacu (post anesthesia care unit) in stable condition."

Manufacturer narrative:
Investigation is ongoing. Discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "general risks - failure - balloon burst" was able to be confirmed by the imagery provided and "withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath" was unable to confirmed. As the device was not returned and nor applicable imagery was available, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, "the balloon rupture occurred during deployment of the valve. The withdrawal difficulty occurred when the device was inside the distal portion of the sheath tip." Per notes, there was presence of calcium in the patient-s aortic root. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, as the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.